Manufacturer narrative:
It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed for device return. If device is returned, analysis will be performed and results reported in a supplemental report. The events of late seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device history record (DHR) was performed and did not identify any deviations, errors or omissions during manufacturing process. According to the information gathered during the DHR review, there is enough evidence to support that devices from this work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation."

Event description:
Physician reported a patient with a late seroma on the right side. Cytological examination resulted in alcl diagnosis. Event will be captured as lymphoma as pathological markers to confirm alcl have not been received.